Manufacturer narrative:
Device not returned to manufacturer. The cause of this wound separation is unclear primarily due to lack of additional info. Lot number was not available. Best estimate for lot number is 104401. Physician continues to use the product in her practice.

Event description:
A female pt underwent a laparotomy and the insorb stapler was used to close the incision. Two days post op, the pt experienced a skin depth wound separation. The incision was re-closed in her hospital room under local anesthesia using metal staples.